Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the unicel dxi 800 access immunoassay system for one pt. A pt sample, when tested for accutni, gave results of 0.34 and 0.35ng/ml. The sample was then re-tested using heterophile antibody blocking tube and a result of 0.21ng/ml was obtained. This sample was then tested on 4 different instruments and negative results of 0.02, 0.00, 0.058 and 0.0001 were obtained. The erroneous results were reported outside of the lab. The pt underwent a coronary angiogram.

Manufacturer narrative:
Sample collection and centrifugation data was not supplied. The instrument was operating within qc specifications upon report of the event to bci. Actual qc data was not supplied. All accutni results obtained in this event were within the risk stratification range. Service was not dispatched for this event. A clear root cause for this event has not been determined to date, a malfunction will be assumed for the purpose of this report.